Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as leakage defect). The return sample showed evidence of one cell with stray chemistry coming from the edge of wrap. Technical services evaluated the wrap; it was determined that the stray chemistry was not leaking outside of the cell packs. Stray chemistry is minor attribute not related to cell leakage or heat seal pack integrity. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A safety notification is not required as this does not represent a device malfunction.

Event description:
Event verbatim [preferred term] the heat wrap of a 1ct had damaged heat cells where the content leaked [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer and also product quality group via pfizer sponsored program entitled brand websites for devision consumer healthcare germany. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number x76048, expiration date jun2021, from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated the heat wrap of a 1ct had damaged heat cells where the content leaked on an unspecified date. As reported: "leakage of one heat cell, therefore not usable according to instructions." The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Information from pfizer global supply albany included: "the following complaint was received under the sub-class "damage/leakage". This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. The investigation is in process." Severity rank: s3. The product quality group reported the investigation summary as follows: the root cause category is non-assignable (complaint not confirmed as leakage defect). The return sample showed evidence of one cell with stray chemistry coming from the edge of wrap. Technical services evaluated the wrap; it was determined that the stray chemistry was not leaking outside of the cell packs. Stray chemistry is minor attribute not related to cell leakage or heat seal pack integrity. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A safety notification is not required as this does not represent a device malfunction." No follow-up attempts needed. No further information expected. Follow-up (23apr2019): new information received form pcom included: investigation summary. Follow-up attempts are completed. No further information is expected., comment: the patient reported that the heat wrap of a 1ct had damaged heat cells where the content leaked. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.   No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
The heat wrap of a 1ct had damaged heat cells where the content leaked [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer and also product quality group via pfizer sponsored program entitled brand websites for devision consumer healthcare germany. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: x76048, expiration date: jun2021, from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated the heat wrap of a 1ct had damaged heat cells where the content leaked on an unspecified date. As reported: "leakage of one heat cell, therefore not usable according to instructions." The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Information from pfizer global supply albany included: "the following complaint was received under the sub-class "damage/leakage". This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. The investigation is in process." Severity rank: s3. The product quality group reported the investigation summary as follows: the root cause category is non-assignable (complaint not confirmed as leakage defect). The return sample showed evidence of one cell with stray chemistry coming from the edge of wrap. Technical services evaluated the wrap; it was determined that the stray chemistry was not leaking outside of the cell packs. Stray chemistry is minor attribute not related to cell leakage or heat seal pack integrity. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A safety notification is not required as this does not represent a device malfunction." No follow-up attempts needed. No further information expected. Follow-up (23apr2019): new information received form pcom included: investigation summary. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: malfunction type was added, comment: the patient reported that the heatwrap of a 1ct had damaged heat cells where the content leaked. The reported device leakage was identified prior to use of the device and the consumer did not use the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as leakage defect). The return sample showed evidence of one cell with stray chemistry coming from the edge of wrap. Technical services evaluated the wrap; it was determined that the stray chemistry was not leaking outside of the cell packs. Stray chemistry is minor attribute not related to cell leakage or heat seal pack integrity. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A safety notification is not required as this does not represent a device malfunction.

Event description:
Event verbatim [preferred term] the heat wrap of a 1ct had damaged heat cells where the content leaked [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer and also product quality group via pfizer sponsored program entitled brand websites for division consumer healthcare germany. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number x76048, expiration date jun2021, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated the heat wrap of a 1ct had damaged heat cells where the content leaked on an unspecified date. As reported: "leakage of one heat cell, therefore not usable according to instructions." The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Information from pfizer global supply albany included: "the following complaint was received under the sub-class "damage/leakage". This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 09/28/2018, version 1.0. The investigation is in process." Severity rank: s3. Additional information has been requested and will be provided as it becomes available. No follow-up attempts needed. No further information expected., comment: the patient reported that the heat wrap of a 1ct had damaged heat cells where the content leaked. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.